Event description:
Caller reported dampness in the cartridge compartment of the pump. Caller stated the patient assumed that cartridges and/or adapter are leaky. No adverse event reported. Requested return of the alleged cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.